Event description:
Customer reports, needle came detached from syringe when administering dilantin through an IV port. The nurse received dilantin in both her eyes and was diagnosed with bilateral eye sclera burns. She was seen by a doctor in the ER. No info was provided on the pt's current condition.

Manufacturer narrative:
No samples were returned. No product or lot info was provided. No response was received from the customer to co's request for more info and samples. Co is closing this complaint due to lack of response. Co will reopen the complaint should samples become available, or if additional info is received.